Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 10:30pm. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿393, 434 and 398 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and stated that after obtaining the result of ¿393 mg/dl¿ at 10:30 pm, he increased his novolog to 18 units. The patient claimed that ¿soon after¿ he got this reading he developed a symptom of ¿heart palpitations¿. The patient did another test after half an hour and obtained the reading of ¿434 mg/dl¿ and was advised by his doctor to take 10 units of his novolog. The patient reported that he then performed another test and obtained a result of ¿398 mg/dl¿. The patient claimed that 12:15am he ended up in the ER, the patient reported that he had his blood glucose tested on the ER meter at 1 am and a result of ¿98 mg/dl¿ was obtained. The patient said they then performed another test after 45 mins and his blood glucose was at ¿57 mg/dl¿. The patient claimed that he was then treated at the ER with ¿2 containers of cranberry juice¿ and was kept there until his sugars came up to 200 mg/dl. The patient also claimed that at 4:30 am he was given more cranberry juice and crackers. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.